Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for normal follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold. Chest x-ray was performed and confirmed the lead had dislodged. During lead revision, the lead helix would not extend and the lead was explanted and replaced. The patient was in stable condition.